Event description:
It was reported that a user experienced an issue where the rubber stopper from a cartridge became lodged in the pump and could not be removed, after brief troubleshooting, the user was able to remove the stopper and reported no further questions. Customer care provided troubleshooting and user education conducted remotely. Investigation of this case revealed that the pump and cartridge interface temporarily obstructed by the lodged stopper, which was resolved by the user without device replacement. No reported clinical effects. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the cartridge components leading to a removable obstruction.